Event description:
It was reported that during evaluation at the manufacturer facility, one of the device tips was missing a bit of plating material, posing the risk of material being lost in a surgical site. There were no adverse consequences related to this event.